Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose was 114 mg/dl. Troubleshooting was declined for that alarm. The device will not be returned for the analysis.